Event description:
Patient was revised to address pain and instability.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported patient pain and joint instability. The initial reporting indicated the product was not suspected of failing to meet specifications or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.